Event description:
It was mentioned that versacross connect access solution for faradrive was selected for ablation. During the procedure, the rf wire was noted kinked which made it difficult to advance into left atrium. The device was not seen or emphasized to ep mapping specialist upon prep. Thus, the rf wire was replaced with same model from another faradrive kit and the procedure was completed successfully. No patient complication was reported. The device is not returning as disposed in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.